Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0l430, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had some issues since the surgery in (B)(6) 2014 and had to have another surgery done for a prolapsed rectum on 2014 (B)(6). The patient didn¿t think their stimulation had been working since then, so yesterday they decided to try to turn it up. The patient had to have it on 0.8v because, they couldn¿t have it that high and they went up to 1.5v and still didn¿t feel it. If they went higher than 0.7v to 0.8v before it was uncomfortable before and they were sensitive to stimulation. Now they could go up to 1.5v and felt nothing. The patient didn¿t know if something got pulled loose when they had their surgery or what. The patient had no stimulation sensation and was concerned their stimulator was not working. Therapy was working and their symptoms didn¿t return so there was no symptoms issue, but the patient didn¿t feel stimulation. The patient didn¿t remember feeling any stimulation since their prolapse surgery. The patient saw the lightning bolt and was at 1v. The patient went to see their health care provider (hcp) on 2015 (B)(6) and they said to wait and see what happened. The patient would see their hcp again in a month. It was noted that the patient still had anesthesia brain after the surgery in (B)(6). The patient had no control issues at the time of their post-operative visit for their rectopexy surgery and the stimulator was not tested at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.